Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a high blood glucose of 502 mg/dl, which was treated with manual injection. The user's mother alleged the insulin pump was under delivering insulin due to the blood glucose continuing to rise. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was active at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.